Event description:
Patient on respiratory care unit had issues with his trach cuff losing pressure or losing pressure completely. Shiley trach tube 8.5. Two other patients on the unit experienced the same issues with this trach.